Manufacturer narrative:
No product returning for eval. Should new info become available a follow up report will be submitted.

Event description:
Received info stating customer performed the load process and went to bed. Customer received a pump alarm soon after, indicating that the load process needed to be performed again and the fill estimate indicated 0. Customer successfully performed the load process and insulin was resumed. There was no reported impact to customer's blood glucose level.